Manufacturer narrative:
(B)(4). The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is in-progress. Upon completion of the sample evaluation and investigation; a follow-up report will be filed. (B)(4) has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the (B)(4) complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a (B)(4) product is defective or caused serious injury.

Event description:
It was reported that the balloon in the patients transgastric-jejunal feeding tube started leaking. The tube was loose and upon removal the leak was noticed. The caregiver placed a mic-key g-tube in temporarily to keep the stoma open until the patient could have it replaced in radiology. There was no injury to the patient and the stoma remained opened and intact. The leak happened around one month of placement.

Manufacturer narrative:
Lot number reported aa4035n11 a sample was not returned for evaluation for this complaint. The device history record for the lot number, aa4035n11, involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).